Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient in a clinical study with an implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain. It was reported that the patient had pain at the implant location/pocket site of the device (right buttock at piriformis muscle). It was noted that the event was possibly related to the device or therapy and related to the implant procedure. The event resulted in an unscheduled clinic/office visit and interventions taken included explanting and not replacing the entire system. The outcome of the event was noted to have been resolved without sequelae as of (B)(6) 2018. No further complications were reported/anticipated.